Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: j-tube (auxiliary water channel) has white foreign objects, air water-tube has white foreign objects, air water-cylinder (tube) has white foreign objects. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the reportable malfunction is no problem detected. Additionally, malfunctions found j-tube (auxiliary water channel) has white foreign objects, air water-tube has white foreign objects, air water-cylinder (tube) has white foreign objects most probable root cause is not cause establish. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had flickering on the screen, e227 (scope communication error), error messages e226 (scope communication error). The event occurred during inspection for use. There were no reports of patient involvement.